Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for infection. The patient developed a mid-abdominal mass that was associated with fever and chills in (B)(6) 2021, and was admitted on (B)(6) 2021. Aspiration of the mass was done in interventional radiology (ir), and subsequent drainage was done in the operating room and antibiotics bead placement was done. Blood cultures were done on (B)(6) 2021 and the aspiration of the hematoma culture grew staphylococcus epidermidis. It was believed that the infection was related to pocket hematoma. The patient developed fatigue and chills, and was admitted for intravenous antibiotics and upgraded on the heart transplant list.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (hematoma and infection) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient was admitted for an infection on (B)(6) 2021. They developed a mid-abdominal mass associated with fevers and chills. They were admitted for aspiration by interventional radiology, drainage and antibiotic bead placement. Blood cultures were taken on (B)(6) 2021 and aspiration of the hematoma culture grew staph epidermidis. The team determined that the infection was related to a pocket hematoma. The patient was upgraded on the heart transplant list. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13apr2018. No further information was provided. The manufacturer is closing the file on this event.